Event description:
A technician discovered that the brakes on this bed would not hold. The bed was located in a storage area and there was no pt involvement.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The account decided not to have the bed repaired due to cost and took the bed out of service.